Event description:
It was reported that the patient had diaphragmatic/phrenic nerve stimulation. The right atrial lead was unable to sense and was unable to capture. The right atrial lead had dislodged and had pulled back into the subclavian area. Reprogramming was performed to turn off the lead. During the revision procedure, the lead was found to have a fair amount of tissue in the helix so the physician opted to replace the lead. The patient is a participant in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.